Event description:
The customer called in about some error messaes that he had received. While troubleshooting, it was discovered that the meter was missing segments. The customer did not allege any adverse events. The meter is to be returned for evaluation, and a replacement meter will be sent.